Manufacturer narrative:
H10. Updated/additional information ¿ d5. G1. G2. G4. H6. The revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) loosening. A contributing factor may have been the patient related conditions detailed above. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
As reported via legal documentation a female patient had an initial left total knee arthroplasty on (B)(6) 2021 and then approximately 11 months later underwent a revision surgery for loosening. Revision operative report of(B)(6) 2022 for failed left total knee arthroplasty secondary to aseptic loosening of the femoral component and recalled polyethylene insert. The patient had progressive pain with activities and swelling, which continued to get worse. Radiographs showed a developing radiolucency under the femoral component. Negative for infection. 1ml of inflammatory fluid drawn, there was no purulence or sign of infection. The patellar button was in good condition and well fixed, it was retained. The tibial insert was removed and did not show signs of delamination or wear. The femur disimpacted without difficulty. Sterile dressings were applied, the patient was awakened and transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. The implant was kept for chain of custody. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.. D10. Concomitants: 5831787 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm. 6776151 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t. 6965372 200-07-32 - advanced patella 32mm 3 peg implant.